Manufacturer narrative:
The suspect product was returned for evaluation. The lot history review was performed, and it was confirmed that there were no previous anomalies noted. During testing, the tubing was connected to a cassette filled with red dye and installed in an infusion pump. When priming was attempted, a downstream occlusion alarm occurred. Occlusion test was performed using a hydrostatic pressure pump and an occlusion was confirmed. Red dye was able to flow through the tubing, but it was obstructed at the connector. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a presence of solvent at the tubing-connector bond which was identified during inspection of the connector under uv light.

Event description:
It was reported that a patient with diabetes (pwd) experienced a repetitive line block alarm when using the infusion set. There was no patient harm occurred.